Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 5850477. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with saline mentor smooth round high profile 380cc breast implants and experienced deflation on the right breast implant and bilateral migration of devices. The deflation and migration was diagnosed by the healthcare professional by physical exam on (B)(6) /2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7564696 and with gel mentor memorygel breast implant 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7564696 on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device evaluation have been completed. Upon receipt by mentor, the device contained clear gel. White material was observed within the device. During evaluation the device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The device history record (DHR) of lot number 8534565 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the problem observed was on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).